Manufacturer narrative:
Part: 352.040-us, lot: 5l68635, manufacturing site: (B)(4), release to warehouse date: october 03, 2019. A manufacturing record evaluation was performed for the finished device part: 352.040-us, lot: 5l68635, and no non-conformance's related to malfunction were identified. Visual inspection: the 5.0mm flexible shaft was received at us customer quality (cq). Visual inspection of the complaint device showed one of the tip prongs was bent outward. Functional test: a functional assessment was unable to be performed on the complaint device due to no mating device being returned. Dimensional inspection: measured dimensions: tip ID = conforming. Dimensions of the slot could not be accurately determined due to device condition. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed since the bent prong could cause the loose complaint condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during treatment of a left proximal femur fracture on (B)(6) 2020, the 5.0mm flexible shaft was coming loose from the reamers attached to the end of the shaft. Upon reaming the canal, and upon removing the reamer, the doctor and technician noticed the reamer shaft prongs not fully engaging the reamer head. The surgeon used another 5.0mm flexible shaft to finish the case. Procedure was completed successfully with no delay. Patient status was fine. Concomitant devices. Reamer head (part: unknown, lot: unknown, quantity: unknown). This report is for a 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).